Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not charge installed battery and would not operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had no ac mains light and would not operate ac power. There was no report of pt involvement with incident.